Event description:
The customer reported that the backlight inverter is out and video does not show but the ventilator continues to ventilate. No patient involvement.

Manufacturer narrative:
(B)(6). The carefusion factory service technician evaluated the ventilator and duplicated the reported issue. The control pcba was isolated as the root cause and will be sent to carefusion failure analysis for further evaluation.